Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a new device implant procedure, the chronic right ventricular (rv) lead displayed shock impedance measurements greater than 200 ohms. The rv to can vector displayed measurements within acceptable limits. The device was to be rechecked. The physician believed that the set screw had not been tightened adequately. The shock vector was reprogrammed rv coil to can. To date, no adverse patient effects were reported as a result of this clinical observation.